Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with corroded motor home switch, lcd board and vibrator motor assembly. The insulin pump was received with cracked case at display window corners and minor scratches on window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 185 mg/dl. Customer stated that his pump quit working and kept saying motor error. Customer stated that he changed the battery and received a compromised force sensor system alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.